Manufacturer narrative:
This lead was repositioned a second time due to dislodgement on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned due to dislodgement. Lead remains actively implanted. Should additional information become available, this file will be updated.